Event description:
It was reported that the ensite array catheter balloon was back loaded over a 0.035 cook wire (cook amplatz extra stiff wire guide 0.035" 260cm jtip) and through our 10f introducer. When advancing the ensite array in the patient, the wire inside the ensite array suddenly became stuck and the ensite array catheter and could not be pulled back as per normal procedure for advancing the ensite array. Unfortunately, we had to pull out the ensite array catheter from the patient and found it had prolapsed back slightly on itself. The physician said the lock was tight and the ensite array catheter was in low profile, but this was not confirmed. The ensite array catheter appeared fine when it was positioned inside the inducing sheath before advancing. The cause was not known. When the ensite array catheter was removed and examined the wire was jammed inside the catheter and when pulled back hard it moved and appeared to have some sort of residue on it, likely a coating from the wire. There was not a second ensite array catheter to open, so the procedure was completed without the aid of advanced mapping. The procedure was successful with no complications.

Manufacturer narrative:
One ensite array catheter was returned for evaluation. The sheath was not included. A review of the device history records indicated that this ensite array catheter passed all final inspections and electrical testing. Functional testing confirmed the guidewire was stuck in the central lumen of the ensite array catheter and was difficult to remove. Additional testing revealed an obstruction at the proximal site of the j-tip (distal end of the push shaft). The tissue like material was sent to the analytical lab for analysis. It is unclear whether the sheath or guidewire caused the tissue removal. There is no reported injury or complication nor any medical intervention required due to this incident. Based on the catheter analysis, sjm determined this is a reportable event.